Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they felt shocking at battery sight when they attended a light show. The battery site was still sore. Lights and music were described as contributing factors. The impedance was clear and the battery was operational at the time of the report. The patient noted they would turn the ins off if they went to light show again. The issue remained unresolved.